Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument broke when a nurse was cleaning the tip outside the body during surgery. Fragment did not fall inside the body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade was seen to be damaged/broken. The instrument was inspected prior to use. There was no report of instrument collision from the site. There were no fragments that fell inside the patient. The instrument is available for return. There are no photographic images or videos recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the curved blade broken at the tip of the blade. A piece approximately 0.413" x 0.076" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Although the product was not returned and therefore a definitive root cause cannot be determined, the potential root cause can attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.